Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4) device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 15mmx1.50mm maverick balloon catheter was advanced for dilation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an emerge balloon catheter. The balloon was loosely folded with fluid in the lumen. Microscopic inspection revealed a pinhole at the proximal edge of the markerband. Microscopic inspection also revealed damage to the tip of the device. There is no indication the device was inflated over rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 15mmx1.50mm maverick balloon catheter was advanced for dilation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.